Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician isolated the issue to worn swivel locks on the head end casters. He replaced the head end casters to repair the bed.